Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Ae# (B)(4). Additional information received 09/14/2018: allegedly, patient suffering from flexion contracture. Stiffness of knee noted on (B)(6) 2017, rom was 15-60 degrees. On follow up (B)(6) 2017, stiffness still noted and rom was 0 degrees with push and 85 degrees. Patient was booked for surgery on that follow-up. Surgery on (B)(6) 2017 of manipulation of knee under anesthesia. Follow-ups indicate physiotherapy and medication ongoing. Ae# (B)(4). (Originally captured on (B)(4)). Additional information received: 11/08/2017. Allegedly the patient was suffering from vasovagal episode (left).